Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/30/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results is due to improper storage: strip left outside of vial for an extended period of time test strip UDI# (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted into the meter. It was verified that the test strip was not left out of the vial too long, test strips were not removed from the original vial and placed in another container and the blood was not applied to the test strip and then inserted into the meter. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test was not performed during call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date at time of call was one month. Customer had three vials of same lot number (mt1763); customer had tested a strip from each vial and they all showed e-3. Adverse event not reported at time of call on (B)(6) 2017.